Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to a fall. The cause of death was a fractured skull, clavicle, blood in the brain, and brain damage. The customer fell down the stairs and never regained consciousness. The customer had been falling but the cause was unknown. The caller stated that the customer had diabetes and a falling issue that may have led to the customer's passing. The customer¿s blood glucose was 93 mg/dl a day before the customer passed. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing. The pump was removed after the customer was hospitalized. The customer was not using sensors. The caller agreed to return the insulin pump for analysis I they are able to obtain it from the hospital.